Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. Rcc received a complaint via community. Pir attached. Air in line due to defective tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported air in line and returned 3 sets of material 2426-0007, lot 24019384. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water and left to run for 1 hour. There was still no issue with the sets, and the report of air in line could not be verified.

Event description:
Material# 2426-0007 batch# 24019384 it was reported by customer that air in line due to defective tubing verbatim rcc received a complaint via community. Pir attached. Air in line due to defective tubing.